Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thoracic pleural decortication surgical procedure, the 8mm suction irrigator wrist came off its track and became stuck in the trocar. The tip had to be broken off to remove it. It was unknown if fragments fell inside the patient. The procedure was completed with no reported injury.